Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing pain difficulty walking approximately nine years post-implantation. No revision has been reported to date. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision operative notes states that patient was revised for global instability and failed hardware. All the lateral structures of the knee including the posterolateral corner were completely scarred down and there was eschar as well there. Patella remained in place, all other components removed and replaced with competitor product without complication. X-ray review by third party hcp states that the single image submitted is not adequate for determining these possible findings apart from patellofemoral alignment, which appears maintained. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: b2, b4, b5, b7, d7, d11, e1, e2, e3, e4, g3, g4, g7, h2, h6, and h10. Corrected: b3, d6

Event description:
It was reported patient underwent a knee revision approximately nine and a half years post implantation due to pain, instability, and limited mobility. During the revision, extensive scar tissue with eschar was noted. The patella remained in place while all other components were replaced with competitor product. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: articular surface catalog#: 00596204212 lot#: 61490233. Femoral component catalog#: 00596401751 lot#: 61533789. Tibial component catalog#: 00598004701 lot#: 61588390. Patellar component catalog#: 00597206535 lot#: 61595165. Tibial block and screws catalog#: 00598800527 lot#: 60387589. Stem catalog#: 00598801215 lot#: 61586471.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05031, 0001822565-2019-05032.

Event description:
It was reported the patient underwent a left total knee arthroplasty nine years ago. Subsequently, patient is experiencing difficulty walking and is anticipating a revision next year.